Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a link to an internet suture site that a pt underwent a lower face lift surgical procedure on (B)(6) 2008 and suture was used. One yr after the procedure, the pt experienced swelling and painful suture spitting. The areas directly above the ears and extending horizontally from the lower ear area to the midline are still very swollen and sore.